Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 25-year-old asian female patient underwent a primary breast augmentation surgery with implantation of a 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed liquid leaking from the left breast incision site. A health professional diagnosed her with an early onset left breast seroma and performed a surgical procedure by placing a drain to remove the fluid. Subsequently, the left breast became painful, thin skinned, hard, and distorted. Another consultation was performed and the patient was diagnosed with baker grade IV capsular contracture of the left breast. Additionally, the right breast appeared droopy, smaller than the left, and was displaced laterally/inferiorly. As a result, the patient underwent removal and replacement with 500cc (left-sided) and 550cc (right-sided) mentor memorygel breast implants on (B)(6) 2022. During the surgery the doctor noticed the seroma had redeveloped in the left breast and drained it accordingly. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-09678 for the contralateral event.

Manufacturer narrative:
On august 28, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).